Event description:
The event is reported as: complaint alleges that the inflation balloons are mislabeled opposite to what they should be. One of these tubes were in a pt, no harm. The hosp checked all of their stock and only found 1 unit with the defect.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.